Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a peripheral intervention procedure using a 6f sheath. Reportedly, when the vessel locator wings were opened they became stuck on the omnilink stent that had been placed in the external iliac artery. The red safety release button was used to close the vessel locator wings and the starclose se device was removed. Manual arterial compression was applied to achieve hemostasis. The omnilink stent was damaged (stretched/elongated, and distal end no longer well apposed to the vessel wasll) by the starclose se device; however, it remained in the artery and no other intervention was performed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The difficult to remove and the device damaged by another device cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the event is related to the interaction with the implanted stent. The expanded vessel locator wings could catch the stent struts being wider than the openings of the stent struts. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.